Manufacturer narrative:
It was reported that the rfa system involved in the incident is available to be returned to the MFR for evaluation. To date the unit has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for event is currently in progress. A review of the hardware service records for the account's rfa generator (s/n (B)(4)) noted no issues. The results of the unit evaluation will be sent via a follow up medwatch. Ref medwatch report # 1056436-2014-00007 for thermo pads. (B)(4).

Event description:
As reported (B)(4) 2014, a patient of unknown age and gender presented for an rfa procedure of the liver. During the procedure, a pad temp warning displayed. The procedure was stopped and the pads were removed. As the treating physician was removing the thermo pads from the patient's flank, some of the skin adhered to the pads as they were removed. The treating physician applied ice to the affected area. It was reported the patient was stable post procedure. It was reported the rfa system is available for return for evaluation by the MFR.